Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Next to the device has a red biological tissue. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side implant broke and ruptured confirmed by surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broke and rupture."

Event description:
Patient reported left side implant broke and ruptured confirmed by surgery. Device has been explanted.